Manufacturer narrative:
Manufacturer's investigation conclusion: specific causes for the suspected gastrointestinal bleeding and gastrointestinal infection cannot be conclusively determined. The patient was admitted on (B)(6) 2017 with suspected gastrointestinal bleeding as they displayed symptoms of melena, a decrease in hemoglobin, and a international normalized ratio of 2.58. A gastroscopy was performed on (B)(6) 2017 and no acute sources of bleeding were identified. A colonoscopy was not able to be performed at that time. Marcumar and aspirin were temporarily held, and the patient was bridged with heparin. On (B)(6) 2017 marcumar was restarted and aspirin was to be restarted after the target international normalized ratio was reached. The patient¿s hemoglobin level reportedly stabilized without a continuous blood transfusion and the patient¿s diarrhea resolved. No further signs of bleeding were noted, and the suspected gastrointestinal bleeding may have possibly occurred due to the presence of a gastrointestinal infection. Empirical antibodies were administered to the patient, which decreased their inflammatory parameters. The patient was eventually discharged on (B)(6) 2017 with an international normalized ratio of 2.16. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The heartmate 3 left ventricular assist system instructions for use lists bleeding and localized infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 22sep2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been admitted on (B)(6) 2017 on suspicion of gastrointestinal (gi) bleeding due to decreased hemoglobin and melena. A gastroscopy performed on (B)(6) 2017 found no acute source of bleeding. A colonoscopy could not be performed. The patient's hemoglobin levels stabilized with continuous transfusion. No further signs of bleeding occurred. Diarrhea stopped during the course of the disease. The suspected gi bleeding was thought to be due to a gi infection. In the course of empirical antibiotic therapy there was a significant improvement of findings and a decrease of inflammatory parameters. In the course of bleeding, marcumar and aspirin were paused and bridged with heparin. On (B)(6) 2017 marcumar was started again and aspirin was to be started after reaching target international normalized ratio (inr). This event was reported resolved/recovered on (B)(6) 2017. No further information was provided.